Manufacturer narrative:
Concomitant product(s): w1tr01 crt-p. Implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had dislodged. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported there was phrenic nerve stimulation on the lv lead.

Manufacturer narrative:
Correction: the date manufacturer received for regulatory report: 244133706 should have been 2019-05-26. If information is provided in the future, a supplemental report will be issued.